Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data indicated evidence of partially discharged batteries being installed. A visual inspection of the pump showed the battery compartment to be intact with no damage or evidence of moisture ingress. During testing, the pump powered on to a blank display screen with audio tones and vibrations functional. Additional testing was unable to be completed due to the blank display screen. The pump case was removed and no evidence of moisture or loose components was found inside the pump. A test display screen was inserted and the display was found to function properly. A failed display flex was confirmed. The complaint of a battery life issue was not able to be adequately investigated due to the blank screen issue.

Manufacturer narrative:
(B)(4).